Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge successfully. However, the customer reported not observing insulin coming from the end of the tubing during fill tubing. Reportedly. The customer used multiple cartridges and infusion sets; however, did not observe insulin at the end of the tubing. During troubleshooting with tandem technical support, the customer loaded a new cartridge; however, abruptly ended the call prior to completing troubleshooting. The customer's blood glucose level was 450 mg/dl. And was addressed by administering a manual injection.